Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# j0503498v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was reported that the patient had the device turned off by security gates while shopping back in 2008. The patient thinks the same thing might had happened again. The patient feels like stimulation had been off for about a month now and it was noted that the stimulator was at 0.0 volts and off. The patient was walked through how to turn stimulator on and how to increase the stimulation to a level where the patient could feel it. It was noted that the patient left stimulation at 1.8 volts.